Event description:
The event involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch where it was reported that the device is leaking from the top of the filter, the blue part. The complaint was noticed during/after use. The problem happened a few times. There was unknown patient involvement and, no patient injury.

Manufacturer narrative:
E1 - initial reporter phone has an extension number 1352. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. Additional contact information: (B)(6).

Manufacturer narrative:
Additional information in d9. D9 - date returned to mfg on 11/29/2023. Received one new 125390490 primary plum set for inspection. No damages or anomalies noted. The set was tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The device history report (DHR) for lot 13518334 was reviewed and no non conformities were found that would have led to the reported complaint.